Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See manufacture report number 2032227-2014-47529.

Event description:
Customer reported the insulin pump alarmed no delivery. Customer continuously did set changes and it worked for awhile then it started to alarm again. Customer's blood glucose was 238 mg/dl. Customer was off the insulin pump. Customer had all ready did a complete set change and discarded reservoir and infusion set. Alarm did not occur during manual prime. Customer was advised to do a complete set change as soon as possible. Customer did not have the items to complete troubleshooting. No further information reported.